Event description:
Same case as: 6000089-2007-01265. Same patient as: 6000093-2007-01678. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, chest pain, sweating, redness of the face, swelling of the eyes, and clogged up stents occurred. The consumer had two 3.00x32 mm taxus express2 drug eluting stents placed. The pt noticed "chest pain and sweating right away", following the stent implantations. He also states that the stents are "already clogged up." It was further reported by the pt that the experienced "redness of the face and swelling of the eyes" just after implantation. Six months after the stents were implanted, a 3.50x16 mm taxus express2 drug eluting stent was implanted due to "tissue build up in the previous two stents". One day later, the pt again experienced redness of the face, skin rash on the extremities and swelling of the extremities. Add'l info was requested from the physician, but it has not been provided.

Manufacturer narrative:
A unit has not been returned for a review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records show that the device met its material, assembly and product specifications.